Event description:
The customer observed false reactive architect toxo igg results for one pregnant patient. The following data was provided: sid (B)(6). On (B)(6) 2024. Toxo igg 17.2 iu/ml (reactive). Toxo igm 0.06 index (nonreactive). On (B)(6) 2024. Sid unknown. Toxo igg (reactive) result was consistent with the result from (B)(6) 2024. Toxo igm (nonreactive) the sample was sent to the iaca laboratory, where it was processed by roche and a non-reactive result was obtained for both tests. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Corrected data found in section h6 adverse event problem, medical device problem code. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 55409be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 55409be00 was identified.

Event description:
The customer observed false reactive architect toxo igg results for one pregnant patient. The following data was provided: sid (B)(6), on (B)(6)2024, toxo igg 17.2 iu/ml (reactive), toxo igm 0.06 index (nonreactive). On (B)(6) 2024 sid unknown toxo igg (reactive) result was consistent with the result from (B)(6) 2024 toxo igm (nonreactive). The sample was sent to the iaca laboratory, where it was processed by roche and a non-reactive result was obtained for both tests. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cut-off for the negative population and the patient median values obtained with the complaint lot 55409be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect toxo igg reagent lot 55409be00 was identified.

Event description:
The customer observed false reactive architect toxo igg results for one pregnant patient. The following data was provided: sid (B)(6), on (B)(6) 2024, toxo igg 17.2 iu/ml (reactive), toxo igm 0.06 index (nonreactive). On (B)(6) 2024 sid unknown toxo igg (reactive) result was consistent with the result from (B)(6) 2024 toxo igm (nonreactive). The sample was sent to the iaca laboratory, where it was processed by roche and a non-reactive result was obtained for both tests. No impact to patient management was reported.